Event description:
Lens was noted to have a scratch on the optic prior to implantation. The lens was never inserted into the pt's eye but reporter believed there was the potential for serious injury if the lens had been inserted or if this were to recur in the future.